Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: bag broke during the case. Add'l info could not be provided. Completion of the case could not be reported. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.